Manufacturer narrative:
The device was manufactured at one of the following facilities: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location of the homechoice cassette was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred fill three of four of automated peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location of the homechoice cassette which led to the alarm. The leak was further described as ¿floor was wet¿. Renal therapy services (rts) assisted the patient in ending the therapy session and advised to start over with all new supplies. Rts advised the patient to contact their nurse for assistance on completing therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.